Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the available records identified the following: there is superior dislocation and disassociation of the glenosphere. There is no fracture or evidence of implant loosening. There is a prominent bone at the inferior glenoid which could theoretically alter the glenosphere position and stability. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110031399 mini tray std cocr +0 offset 64808343, 110031424 cr vivacit-e 36mm brng std 64862405, 115310 comp rvrs shldr glnsp std 36mm 396290. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty. Subsequently, the patient was revised due to disassociated glenosphere. No additional patient consequences were reported.